Event description:
Patient had gamma3 long nail surgery. The nail was found to be broken. The fracture was nonunion. This case was presented at the symposium on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.product details gamma3 long nail.